Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded, with blood in the lumen. Microscopic and tactile inspection revealed a shaft separation 84cm from the strain relief, with kinks in the hypotube 4cm and 24 cm distal from the separated end of the distal portion of the catheter. The fracture faces of the shaft/hypotube were oval is shape, suggesting the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mmx15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the shaft broke more than 15cm from the hub. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.